Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7; -17.50/3.0/101 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced excessive vaulting; significant reduction of iridocorneal angles. It reported the cause of the event was "other" and noted "icl too large - patient with high hto non-measurable) at d+1 post op visit with vomiting; severe headache". The lens was explanted on (B)(6) 2022.

Manufacturer narrative:
Additional information: b5: on (B)(6) 2022, a shorter length lens was implanted. This resolved the problem. Claim#: (B)(4).